Event description:
Additional information received from the representative reported that the implantable pulse generator (ipg) pocket revision was scheduled for (B)(6). If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that the implant location was moved because of poor coupling and because the implant was moving.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
A manufacturing representative (rep) reported that there was pocket pain. It was unknown what led to the event. Impedance was checked. The issue was not resolved at the time of the report. A pocket revision was going to occur. No other interventions or actions were taken. It was noted that the patient's relevant medical history includes chronic low back pain and spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a revision after the implantable neurostimulator (ins) came loose, so the ins was tightened up in the upper buttock area on the patient's left side. The patient stated that the ins came loose again and was causing his buttock to be sore, so it was moved above the beltline on his left side. The patient noticed that since the latest revision he had been charging more almost everyday instead of every other day, and having difficulty recharging because he noticed that the thermometer icon was appearing. The patient stated that the rep informed him that it was due to temperature, at which point the insr stopped charging. Event date: 2014